Event description:
A malfunction was reported on the pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. The malfunction did not recur after the customer reset the pump with assistance from technical support. The customer was informed to continue using the pump and advised to call back if the malfunction code recurs.